Event description:
It was reported the patient had the cuff replaced due to fluid loss. The physician noted there was a visible perforation in the cuff. Additional information was requested, but was not provided.

Manufacturer narrative:
Should additional information become available regarding this surgery, it will be reevaluated and a follow-up report will be sent.